Event description:
It was reported that an atypical tip tear occurred. A 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. The 14f isleeve introducer sheath was placed in the mildly stenotic, mildly calcified, mildly tortuous femoral artery. A balloon aortic valvuloplasty (bav) balloon catheter, an unknown manufacturer's valve delivery system, and a post-dilatation bav balloon catheter were passed through the 14f isleeve introducer sheath. At the conclusion of the procedure during removal of the 14f isleeve introducer sheath, resistance was encountered. After removal from the patient it was observed the tip of the 14f isleeve introducer sheath was torn in an atypical manner with a partially detached flap. No patient complications were reported.

Manufacturer narrative:
H3 device evaluated by MFR: the 14f isleeve introducer sheath was returned and device analysis was performed by a bsc quality technician. The returned device consisted of an 14f isleeve introducer sheath with the dilator completely through the sheath and protruding out of the tip of the 14f isleeve introducer sheath. Visual and microscopic examination of the 14f isleeve introducer sheath identified two (2) of the expansion seams were expanded and the device tip was split on both sides of one (1) seam and beginning to split at another seam. As the seams are designed to expand and the tip to split with use to allow passage ancillary devices, this is not considered damage to the device. In addition to the tip split, as the tip was split on both sides of one (1) seam a portion of the tip was torn creating a flap. The tip was also damaged in multiple locations.

Event description:
It was reported that tip tore in a manner with a partially detached flap. A 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. The 14f isleeve introducer sheath was placed in the mildly stenotic, mildly calcified, mildly tortuous femoral artery. A balloon aortic valvuloplasty (bav) balloon catheter, an unknown manufacturer's valve delivery system, and a post-dilatation bav balloon catheter were passed through the 14f isleeve introducer sheath. At the conclusion of the procedure during removal of the 14f isleeve introducer sheath, resistance was encountered. After removal from the patient it was observed the tip of the 14f isleeve introducer sheath was torn in a manner with a partially detached flap. No patient complications were reported. It was further reported the valve delivery system used was an accurate prime delivery system. Bav and post dilatation bav was performed with a 22mm tru dilatation balloon.